Event description:
On (B)(6) 2010, the patient was implanted with 5 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed a proximal type I endoleak from the trunk-ipsilateral leg component. On (B)(6) 2011, three aortic extender components were implanted. Multiple attempts to obtain further information on this event have been made by gore, however, as of (B)(6) 2011, no further information on this patient has been provided to gore.

Manufacturer narrative:
Method (other) - a review of the manufacturing paperwork has been conducted. Results (other) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.